Event description:
A customer reports sharp pain, grittiness, watery eyes, photosensitivity and floaters following intraocular lens implant surgery. In a f/u, the surgeon reports outcome of event as "poor".

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There are no other reports in the lot. Add'l info was requested by mail and by fax on 03/07/2008 and by phone on 03/21/2008. A completed questionaire was rec'd from the surgeon. This report was mailed to FDA on: 04/02/2008.